Event description:
The customer contacted baxter's technical service center to report burning smell coming from the home choice (hc) machine during use, patient not connected. The home patient (hp) stated the machine was not turning on. The baxter technical service representative (tsr) asked the hp to unplug the cord from the outlet and back of the machine. The hp stated that they had done that and it would not come on. The hp stated that they smelled something like burning plastic and wanted another machine. The tsr would swap the machine and instructed the hp to contact the peritoneal dialysis registered nurse (pdrn) about missed therapy and programming help. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice return instrument test/evaluation (rite) functional testing but the rite electrical safety analyzer testing passed specifications. The reported issue of burning smell was confirmed during sample evaluation. The assignable cause for the reported issue burning smell coming from the homechoice was determined to be caused by an intermittent connection (j1/p1) between the accomp pcb connector and the ac power harness connector. Additional information: this issue is being investigated through CAPA.